Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge tech support reported that the customer had replaced the front end board to fix the issue. However, after replacement was performed, the iabp unit had a high pitched alarm when powered on, and would not go into the loading screen. The customer later reported that the iabp displayed a power-up test failure #10 which was corrected by a calibration process. The customer then returned the iabp to clinical use, and no issues have been reported since. All tests and repairs were performed by the customer. (B)(6).

Event description:
It was reported that the pressure and ECG connectors of the cardiosave intra-aortic balloon pump (iabp) were broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.